Manufacturer narrative:
Voluntary medwatch report # mw5167892.

Event description:
Voluntary medwatch received stated that the ¿superior vena cava (svc) had been turned off¿ as there had been a increase in defibrillation impedance exhibited by the right ventricular (rv) lead. No further information was available.